Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest. Additional information was received on 11/20/2019, indicating the patient has fully recovered. Physician opinion on the cause of the event is he thinks he may have perforated the right aortic arch with one of the catheters or that the effusion happened as a result of chest compressions. No transseptal puncture was performed. Ablation had been performed prior to noting the cardiac tamponade. There was no evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest. After the procedure the patient started to decompensate, and their vitals became unstable. Cardiopulmonary resuscitation was performed. An echocardiogram was performed, which showed the patient had a cardiac tamponade. Pericardiocentesis was performed. Thereafter, the patient was stable and transferred to the intensive care unit. No information regarding extended hospitalization, patient¿s outcome, or physician¿s causality opinion, was provided. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.